Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found multiple battery fault alarms. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to capacitors on the power management board. Driver failed functional testing for acceptance at incoming inspection due to touch screen displaying a failure to recognize the ac power and charge the external batteries, although testing demonstrated this was not an issue and the driver did recognize ac power. Due to the possible communication error between the driver main board and the driver display, a known functional main board was installed. Driver was retested and passed all areas of functional testing with the replacement component. Failure investigation for this complaint confirmed the reported issue during incoming inspection. The customer complaint was not replicated; the root cause of the reported inability to recognize ac power and external batteries was determined to be a faulty main board. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the capacitors was unrelated to the reported complaint and is a known issue currently being addressed. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported companion 2 driver sn(B)(6)failed test at the mfg-189 step 5.12, " does not recognize external batteries or the external ac /dc main power source cable." This was during the incoming test process.

Event description:
During routine evaluation, a syncardia technician reported companion 2 driver sn(B)(6) failed test at the mfg-189 step 5.12, " does not recognize external batteries or the external ac /dc main power source cable." This was during the incoming test process.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.